Event description:
A pt experienced a second degree burn on foot after one treatment of freeze off. Family member reported injury and described applications as: applied q-tip, stuck it on the wart, held right over the wart, noticed the product sprayed everywhere. Injured party sought medical attention, attending physician prescribed an antibiotic, pain medication and a cream. Injured pt must soak their foot 3 times a day.